Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the patient's outcome could not be conclusively established through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. G, is currently available. Section 1 of the IFU, ¿introduction,¿ lists multiple types of organ failure and dysfunction (including respiratory failure, right heart failure, renal failure, hepatic dysfunction) and death as adverse events that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had heparin-induced thrombocytopenia (hit) and thrombosis. The patient's complete blood profile (cbp) was taken, and their flow decreased. Red heart and low flow alarms were noted. The patient underwent a pump exchange. Inotropes were initiated. The patient had an extracorporeal life support (ecls) thrombosis. After ecls exchange the heartmate 3 flow was not increased anymore. The patient passed away on (B)(6) 2024 due to multiorgan failure. The new pump functioned as expected. The outcome was not device or therapy related.